Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes care manager for the customer reported via phone call of hospitalization for low blood glucose of 24mg/dl and the pump alarmed battery out. The manager indicated that the date and time of the pump may be incorrect. Troubleshooting advised manager to have the customer call for further troubleshooting as the manager did not have the pump. No further assistance necessary.